Manufacturer narrative:
Event date is approximate. The diamondclean smart charger is an accessory to the diamondclean smart power toothbrush system. The charger serial numbers or manufacturing numbers were not provided. Customer contact information, mailing address were not provided. Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that their diamondclean smart toothbrush charger blown their gfi circuit. No injury was reported.